Event description:
The customer reported that the sweep speed automatically changes after implementation. The device was not in use on a patient at the time of event, there was no adverse event reported. .

Manufacturer narrative:
Section d has been updated to reflect corrected product information.

Event description:
The customer reported that the sweep speed automatically changes after implementation. The device was not in use on a patient at the time of event, there was no adverse event reported.